Manufacturer narrative:
(B)(6). The device was manufactured from july 20, 2016 to july 22, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors were leaking at the fill port after they were filled with solution. There was no patient involvement. No additional information is available.